Event description:
Litigation alleged the patient suffered pain and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip. Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported patient underwent revision procedure. There is no new additional information that would affect the outcome of the investigation. Update: - medical records received (B)(6) 2013. Revision operative report indicates the following: swelling; pain; large amount of cloudy fluid; some granulation tissue. During implantation surgery on (B)(6) 2008, patient had an intraoperative nondisplaced unicortical calcar fracture. Femoral stem and stem sleeve added to complaint.

Event description:
This product has not been revised.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Eval: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.